Event description:
It was reported that the pt was receiving morphine via the pump (concentration and dose not reported). The pt experienced nausea, dizziness and a loss of pain relief, which began in 2007. The hcp refilled the pump eight days later, and then the following month, decided to replace the pump. During the pump replacement surgery, but prior to explanting the pump, a catheter obstruction was discovered. A new surgery was planned for one week later, during that surgery, both the pump and the catheter were replaced. At explant, the catheter was found to be kinked. The pt status post surgery was yet to be determined. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.